Event description:
It was reported that a physician used the xceed stent in the common iliac artery. Reportedly, after advancing the guiding catheter via the ipsilateral approach and deploying the stent in the intended location, the stent did not appear to be fully deployed. The stent was post-dilated at the proximal end and a non-abbott stent was deployed covering the proximal end of the xceed stent. There were no pt effects. No add'l info is available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received; however, the lot number was reported. A review of the device history record for this lot is forthcoming. A supplemental report will be submitted with this info. (B)(4).